Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 143 mg/dl, 79 mg/dl, 196 mg/dl, 372 mg/dl and 115 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0927322 were returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe.

Event description:
The ventilator was alarming and stopped ventilating the patient. The rn responded immediately and began bagging the patient. The patient did not desaturate. The respiratory therapy dept responded with a replacement ventilator. No harm to the patient. There have been 4 similar type of events with the puritan bennett ventilators.

Manufacturer narrative:
This is an initial report. The devices have been returned and an investigation is in process. A final report will be submitted when the investigation is complete.